Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital. Event site city name: (B)(6). Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in cs100 inta aortic balloon pump (iabp), black screen occurred during routine maintenance, there was no patient involved.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Additional contact person name is tian fang. A getinge field service engineer (fse) after inspection, determined that the device black screen was caused by a ups battery depletion during use, resulting in a power outage. The problem was caused by the user. After recharging, the device functioned normally. All device functions are operating normally and have been delivered to the customer.

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11. Corrected field : e1 (event site address). Due to character restriction in block e1. E1 event site address is (B)(6).

Event description:
N/a.